Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture (loc) and high pacing thresholds due to lead dislodgement. The loc did not result in asystole of >2 seconds. The lv lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.